Event description:
It was reported during intraoperative impedance testing of a replacement implantable neurostimulator (ins) and adaptor; impedances at the pairing of the 4 <(>&<)> 6 electrodes were persistently low, measuring at 56 ohms. It was noted pre-operative impedances were normal. The surgeon disconnected the adaptor from the battery as well as the extensions from the adaptor, suctioned and dried all the connection and replaced three times but the impedances were still low at 4 <(>&<)> 6. It appeared there was no fluid at or in the connections. It was noted the patient would be programmed on c <(>&<)> 5 so they could program around the low impedances. No patient symptoms were reported. Additional information received four days later reported they decided to switch out both extensions and when retesting the impedances everything was normal. Additional information received reported the low impedances did not resolve; post-operative impedances for 4<(>&<)>6 were still low. The surgeon believed the new adaptor was to blame. It was noted no additional measures were taken and there was no plan to take additional measures thus it was unclear if the patient's extensions were replaced. The patient was doing well. They were using c<(>&<)>5 which read normal impedances.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n404748, implanted: (B)(6) 2014, product type adapter; product ID 7482a51, serial# (B)(4), product type extension; product ID 7482a51, serial# (B)(4), product type extension; product ID 3387s-40, lot# v079716, product type lead; product ID 3387s-40, lot# v079716, product type lead. (B)(4).